Event description:
Case reference number (B)(4) is a spontaneous report received on 19-dec-2024 from a physician, a 47-year-old female patient, reporting her own case. The patient is 160cm tall, weighs 60kg, and denies pregnancy. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024 at 2 pm, the patient received treatment with one and a half syringe of restylane lidocaine (lot 22251-3, exp. Date 31-dec-2026) to the lips using a cannula with an unknown injection technique. This was the patient's first time receiving this treatment. On (B)(6) 2024, one hour after the treatment, the patient experienced severe swollen (implant site swelling) lips and when she arrived home in the afternoon, she had difficulty breathing (dyspnoea). As a physician, the patient managed the inflammation and breathing difficulties herself. She administered subcutaneous adrenaline eureco pharma [epinephrine bitartrate], intramuscular betamethasone dihydrogen phosphate [betamethasone phosphate] and oral desloratadine [desloratadine]. Outcome at the time of the report: difficulty breathing was recovering/resolving. Swollen was recovering/resolving.

Manufacturer narrative:
Company comment: the serious event dyspnoea and swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical interventions to prevent permanent damage. The potential root cause include the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid, and verified the reported product. To date this is the only medical complaint reported for this lot number. To rule out a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report received on (B)(6) 2024 from a physician, a 47-year-old female patient, reporting her own case. The patient is 160cm tall, weighs 60kg, and denies pregnancy. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024 at 2 pm, the patient received treatment with one and a half syringe of restylane lidocaine (lot 22251-3, expiry date 31-dec-2026) to the lips using a cannula with an unknown injection technique. This was the first time the patient received this treatment. On (B)(6) 2024, one hour after the treatment, the patient experienced severe swollen (implant site swelling) lips and when she arrived home in the afternoon, she had difficulty breathing (dyspnoea). As a physician, the patient managed the inflammation and breathing difficulties herself. She administered subcutaneous adrenaline eureco pharma [epinephrine bitartrate], intramuscular betamethasone dihydrogen phosphate [betamethasone phosphate] and oral desloratadine [desloratadine]. Outcome at the time of the report: difficulty breathing was recovering/resolving. Swollen was recovering/resolving. Tracking list: v.0 initial, v.1 batch record review investigation results obtained on (B)(6) 2025. Follow-up attempts have been made to obtain additional information from the reporter, but they were unsuccessful.

Manufacturer narrative:
The serious event dyspnoea and swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical interventions to prevent permanent damage. The potential root cause include the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Routine investigations have been performed and provide sufficient information to assess the potential root cause, including assessments of causality, expectedness and seriousness. The reported lot number was valid, and the product, restylane lidocaine with an expiry date of 31-dec-2026, was verified. To rule out a non-conforming product, a batch record review was performed. The batch record review indicated that no potential quality issues were identified during the manufacturing process of the specified batch. The batch was manufactured and released in accordance with galderma's quality management system. Additionally, a trending analysis on the lot was also carried out to determine the number of medical complaints reported for the specific lot number, and to date, this remains the only medical complaint reported. Based on the reported information and the investigations performed, the potential root cause was attributed to the patient's hypersensitivity to the product, as there was no evidence of a non-conforming product or malfunction. The investigations performed were deemed adequate, and no further actions will be taken until additional information becomes available. No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.